Manufacturer narrative:
Additional narrative: additional procode: hty. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, two (2) 1.25mm threaded guide wires broke and were left in the patient. There is no further information available. This report is for one (1) 1.25mm threaded guide wire 150mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Part: 292.620, lot: 75p1098, manufacturing site: (B)(4), release to warehouse date: 10. Nov 2020. A manufacturing record evaluation was performed for the finished device 292.620 lot number 75p1098 and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.